Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; hospital retained.

Event description:
Primary procedure, left reverse shoulder. It was reported that upon impaction, the threaded portion of the glenosphere holder/ impactor broke off in the glenosphere. The threaded portion was removed and the surgery was completed successfully with no delay. Rep confirmed that no further information is available.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, relative to this event, the operative technique emphasizes the importance of having a good connection between the two parts. Op tech includes a statement that describes the full engagement of glenosphere holder/impactor and glenosphere to eliminate any spaces and movement of glenosphere impactor/ holder. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Primary procedure, left reverse shoulder. It was reported that upon impaction, the threaded portion of the glenosphere holder/ impactor broke off in the glenosphere. The threaded portion was removed and the surgery was completed successfully with no delay. Rep confirmed that no further information is available.